Event description:
Procedure svg to omi and svg to om2 angioplasty and stent procedure. Patient admitted in a.m. For ami and was admitted to the cardiac cath lab. Found significant stenosis in svg to om1 and svg to om2. Dr. Decided to fix both blockages. The svg to om1 proximal stenosis was first attempted using the left femoral approach with a 6fr. Cordis lcb guiding catheter. The lesion was then crossed with a .014 forte steerable guidewire (180) length. A 5mm spiderx was chosen to be used as the distal protection device. The physician retracted the filter into the distal end of the spiderx catheter only in attempt to use it in a fixed- wire type of application. The device was inserted into the guide, but upon reaching the curve of the lcb guiding catheter, it was noticed that the lcb curve was being straightened-out by the spiderx filter being in the distal end of the catheter. The spiderx was then retracted, and was attempted to be re-prepped in the standard fashion over the forte guidewire. After several attempts to get the wire to exit the wire port, the wire then inadvertently went into the filter "garage" damaging the filter. The device was then scrapped and a filterwire was called for. Upon insertion of the filterwire, the filterwire would not exit the guiding catheter. The filterwire was then retracted and a contrast angiogram was taken. This angiogram showed an abnormality in the aorta at the point of the ostium of the svg to om1. This abnormality resembled the black wire-port guide sleeve that had inadvertently not been removed, prior to the spiderx insertion. It was at this point it was realized that the black sleeve had embolized into the aorta. An attempt was made at this point to retrieve the sleeve using a front-runner catheter. The retrieval was unsuccessful. The physician went on from this point to intervene on both the svg to om1 and the svg to om2 using the filterwire, and coronary stents. The procedures were successful and without complication. The patient had no adverse reaction or abnormal symptoms at any point during the case. The interventions were successful and the patient was stable and doing well. Patient has returned for an additional procedure un-related to this procedure and is reported as doing well.

Manufacturer narrative:
Instruction for use states: the primary wire exit collar must be removed prior to insertion of the spiderx catheter into the patient. Failure to remove the collar could cause embolization of the collar, device damage and/or patient injury.